Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was reported by a sales rep that, during an unknown surgery, the suture was detached from the needle when a scrub nurse took out the needle from the tray. The first and second one could be used normally but the third suture was detached from the needle easily. This event was found before use. It was a control release needle. Another product was used to complete the case. Upon return of the device, after investigation of the detached needle and suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In addition, seven needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle, a suture and seven needle suture combinations were received for analysis. The product code pdpb750d is multistrand and contains eight strands per packet. After investigation of the detached needle and suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In addition, seven needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.